Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4). Received five closed samples and one open sample with the thread broken. Thread shows splitting near the needle attachment. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: as stated in the instructions for use: "when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Test performed on the needle attachment of the closed samples received and the results fulfill the OEM requirement. Final conclusion: complaint is not justified. Note will be taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: south korea although the product is not a take-off, the needle is easily released from the suture. When grasping the needle in the needle holder or in the middle of suturing, it is detached easily with little force. The customer's comment was that the swage part(needle-thread attached part) seems to be loose.